Event description:
End user reported to sunrise medical on (B)(6) 2013 that on (B)(6) 2013, an incident involving her wheelchair allegedly caused injury to her knee. The end user is claiming that she dislocated her knee due to a fall which she says happened while transferring from her vehicle to her wheelchair. She claims that the wheel lock released and caused her chair to slip away from her during her transfer. This issue was forwarded to sunrise medical legal department due to the end use threatening with legal action.

Manufacturer narrative:
Sunrise medical is currently working with (B)(4) of "mr. Wheelchair" to investigate the end user's incident. Members from sunrise medical quality and engineering departments are working with "mr. Wheelchair" to schedule an appointment with the end user to pay her a visit and examine her wheelchair. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from the investigation, a supplemental report will be filed.